Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-26631 and 1627487-2014-26632. It was reported surgical intervention is pending to replace the ipg and leads for an unknown reason. Xrays are pending to confirm the location of the ipg and leads.